Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a pta procedure, the physician felt that there was a something strange with catheter. So physician removed it from the patient's body and discovered the tip was partially detached and then completely disconnected while examining the device. The procedure was completed with a new device. No patient harm or injury.